Event description:
The customer alleged erroneous results for three patients tested for troponin t quantitative. Patient 1 was tested for troponin t quantitative on a cardiac reader instrument at the health care station and the result was between 50-100 ng/l. When measured at the hospital lab 30 minutes to 2 hours later, the result was <50 ng/l. Patient 2 was tested for troponin t quantitative on a cardiac reader instrument at the health care station and the result was between 50-100 ng/l. When measured at the hospital lab 30 minutes to 2 hours later, the result was <50 ng/l. Patient 3 was tested for troponin t quantitative on a cardiac reader instrument at the health care station and the result was between 50-100 ng/l. When measured at the hospital lab 30 minutes to 2 hours later, the result was <50 ng/l. No adverse event was reported. The cardiac reader serial number was (B)(4). Neither the cardiac reader nor a similar device is sold in the unites states. Retention testing was performed on strips from the same lot as used by the customer. The results of all measurements met the manufacturer's specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer returned test strips lot 28198710. The results of all measurements fulfill our requirements. Customer and retention material are working within specification.